Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was attempted via a right surgical axillary/subclavian arterial approach in a 67-year-old female patient with known coronary artery disease for elective placement. The patient¿s clinical state prior to initiation of support was not reported. During the procedure, it was noted that the patient had calcified subclavian anatomy that did not allow advancement of the impella 5.5 device despite multiple attempts. As a result, the device could not be successfully delivered. Failure to advance the device in this context is consistent with patient-specific anatomical factors, including vascular calcification, which may limit device delivery during surgical implantation.

Manufacturer narrative:
Additional information noted the an impella cp was eventually implanted to treat the patient after the impella 5.5 failed to advance. The following day the patient would experience a stroke and subsequently expired. This impella 5.5 device is one of two devices related to the patient's implant experience. Refer to h10 for the related report number(s) that represents the patient's demise outcome.